Manufacturer narrative:
The pointer probe (B)(4) from device ro10007 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance the accuracy test failed with one of the pointer probe and the field service engineer retrieved it from customer site. The second pointer probe available on customer site passed the accuracy test.

Manufacturer narrative:
Visual inspection performed on the returned part indicated that root cause of the reported event is design. It was found that the pointer probe was manufactured according to specification, according to a drawing revision which did not define the welding specification. The drawing has since been revised to include welding specification. The subject pointer probe has been replaced with a new pointer probe which has been manufactured according to the new welding specification. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, if remedial action initiated, check type, additional narratives/data.